Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the fenestrated bipolar forceps instrument was noted to be misaligned. The instrument was not used. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .107 offset at the tips which indicated overloading at the tip. Electrical continuity passed. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation als found the following damages: there were scratches on the surface of the distal pulley. The instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. Failure analysis concluded that the damage may be due mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.